Event description:
Olympus received a medwatch report that stated, "staff discovered that part of a cleaning brush was inside one of the channels of the scope. The scope had been cleaned with the brush manually, but the staff member did not notice that part of the brush remained broken off inside the scope at the time it was being cleaned."

Manufacturer narrative:
Olympus contacted the user facility via telephone and in writing to obtain additional information regarding the report, and was informed that part of the cleaning brush broke off inside one of the channels of the scope during the cleaning process. The broken piece was stuck in one of the channels of the gastroscope. The scope was inadvertently used in a procedure with the broken brush remaining in the gastroscope. During the gastroscopy the physician couldn't see the patient's mucosa with the gastroscope. The gastroscope was removed from the patient and the users found the broken piece from the cleaning brush stuck in one of the gastroscope's channels. The broken piece was removed from the channel by flushing the channel with saline and the broken piece floated out. The risk manager further reported that this was the first patient the scope had been used on with the broken piece inside the channel. There was no adverse event associated with the incident. The device has not yet been returned to olympus for evaluation. The reported phenomenon was attributable to user handling. This report will be updated if the device is returned to olympus for evaluation and significant information become available at a later date. This report is being submitted as medical device report is abundance of caution. Cross reference MFR report number 8010047-2010-00030 for related report.